Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number- 2017865-2020-01501. It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, multiple episodes of auto mode switch and high ventricular rate were logged for oversensing of the noise on both the right atrial lead and the right ventricular lead. The noise could be reproduced with arm movement. The patient is dependent in her atrium. The atrial lead could not program to asynchronous since the patient has a history of atrial fibrillation. The patient was in stable condition.